Event description:
Customer reported that the potassium results on their gem premier 4000 were erroneous, with large differences versus their lab device. On potassium result in question was 4.0 mmol/l on the gem premier 4000 and the lab result was 4.6 mmol/l.

Manufacturer narrative:
Investigation: the gem premier 4000 cartridge data was received from the customer but the samples in question were not included. Clarification requested from the customer. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through the local (B)(4) FDA district office.